Event description:
The physician withdrew the device thorugh the introducer sheath without first having completely deflated the balloon (as described in the inftructions for use). The balloon popped as it was withdrawn through the sheath. Upon inspection, it was found that a peice of the silicone balloon (approximately 0.5mm x 3mm) was missing. The physician was apprised of the missing material and chose to continue the procedure without intervention. The patient did not experience adverse clinical sequelae.